Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 259 (mg/dl). Customer stated they had eaten approximately 6 hours ago and not checked their bg level or delivered a bolus since. A bolus via the pump was delivered to address bg level.